Event description:
A lifecor pt svc rep (psr) of a female pt contacted lifecor customer support to report that the rear response button cover was missing on the pt's monitor. She exchanged the monitor and performed a new baseline eval of the ECG signal. She noticed that the signal was a flat line in all leads. She replaced the electrode belt and rebaselined the pt. The new electrode belt and monitor operated normally.

Manufacturer narrative:
Device evaluation summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. Specifically, the 5-volt analog pin #16 was bent which made it impossible for the electrode belt to baseline. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.